Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. The device was attempted to be interrogated with different programmers; however, they were unsuccessful. It was noted that the last interrogation was performed in september with reduced battery longevity, and the device is not emitting audible tones due to being disabled seven years ago. It was recommended to continue monitoring the patient and replace the device as soon as possible. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. The device was attempted to be interrogated with different programmers; however, they were unsuccessful. It was noted that the last interrogation was performed in september with reduced battery longevity, and the device is not emitting audible tones due to being disabled seven years ago. It was recommended to continue monitoring the patient and replace the device as soon as possible. At this time, this device remains in service. No adverse patient effects were reported.